Event description:
It was reported the patients ipg displayed a replace generator message. The patient did not lose stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Based on parameters obtained, technical services/product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics.

Event description:
Based on parameters obtained, technical services/product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics.